Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A fracture was noted at the distal end of the shock coil consistent with pulling at explant. No other anomalies were noted with the conductors. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements from 109 to 195 ohms. Variable shock impedance occurred over the last year, and x-ray imaging was performed, demonstrating no changes from the original s-ICD system placement. Finally, high, out-of-range shock impedance measurements of 200 ohms were observed. Subsequently, the patient underwent a revision procedure, and the electrode was explanted and replaced. With the new electrode, the s-ICD system impedance was 80 ohms. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements from 109 to 195 ohms. Variable shock impedance occurred over the last year, and x-ray imaging was performed, demonstrating no changes from the original s-ICD system placement. Finally, high, out-of-range shock impedance measurements of 200 ohms were observed. Subsequently, the patient underwent a revision procedure, and the electrode was explanted and replaced. With the new electrode, the s-ICD system impedance was 80 ohms. No additional adverse patient effects were reported.